Event description:
Olympus was informed that according to the user facility the electrosurgical generator ¿esg-400¿ displayed error message e090 and auto-started itself. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in india (returned to rrc on 2022-07-05). Error message e090 is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, the error message could not be reproduced, thus, a temporary fault is assumed and the exact cause for the occurrence of the error message could not be determined in this case. In addition, the evaluation revealed that it was impossible to set date and time, dust inside the device, corroded flexray sockets and corroded footswitch sockets. However, these findings do not have any impact on the reported phenomenon. Furthermore, a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.